Event description:
A report was received that a patient was explanted due to infection at the pocket site. The patient had been experiencing a fever. The patient was prescribed antibiotics. The physician does not feel that the infection was device related. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn because, they were discarded by the medical facility.